Event description:
It was reported that upon repositioning an embolization coil within an aneurysm, the coil stretched adn broke. A portion of the coil remained locked within the aneurysm. The other part was removed from within the microcatheter. No harm was reported.

Manufacturer narrative:
Sample analysis: the device was returned with portion of the implant coil attached to the delivery pusher. The implant coil is completely stretched and broken. The distal end of the implant was not included as it remains within the pt. The remainder of the device is normal in appearance. The root cause of this complaint cannot be determined. As the entire device was not available for eval. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.